Event description:
The customer reported that at 1300 during a tpn infusion a crack was discovered in the tubing downstream of the inline filter, which resulted in leaking. The physician ordered the tpn to be stopped and replaced with unspecified IV fluids until the next tpn bag which was scheduled for 1730. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted the tubing on the outlet port of the inline filter was torn nearly all the way around. There were no holes or tears on the remainder of the tubing;, and no cracks or crazing on the components of the set. Observation of the tubing at the point of the tear noted that the solvent on the tubing was very thick and hard. There were no other anomalies noted. Functional testing was not performed as the tear on the tubing was evident. The root cause of the leak was identified as a tear on the tubing connected to the outlet port of the inline filter, which has been identified as a manufacturing defect.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.